Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging, improper bone preparation or flexing the joint during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that a bone block for the femur was a 9, they drilled with a 9mm lp reamer, inserted a 7x23 composite screw, which broke. The piece that was retrievable was removed. Since the femoral tunnel had good placement, the surgeon then tapped with a 7mm and 8mm tap, and inserted a second 7x23 screw, which stayed but broke after about 10mm was inserted. It was decided this was enough fixation for the graft to stay. A third implant was not used. Anterior cruciate ligament repair. Bone quality was very hard.